Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that user created an additional user profile by mistake when trying to adjust insulin duration. The customer's blood glucose level was 240 mg/dl. Reportedly, the customer erased incorrect profile to address the issue.